Event description:
Reportedly, cable is not working. Svo2 measurement sometimes stopped during use. No patient injury reported.

Manufacturer narrative:
Evaluation summary = om2 failed svo2 incorrect, drifting. An edwards electronic technician evaluated the optical module and found that the error code was svo2 drifting. The svo2 value drifted after in-vivo calibration. The service history record was reviewed and all manufacturing requirements were met.